Manufacturer narrative:
Correction: adverse event or product problem and outcomes to adverse event added as it was inadvertently omitted from the initial report. Conclusion: as reported by the (B)(6) study (patient (B)(6)), the revive se (frs21452299/t10087) was not effective in removing clot and the patient experienced consciousness disturbance due to hemorrhagic cerebral infarction the following day. The patient presented on (B)(6) 2016 with acute stage cerebral infarction accompanying with obstruction of the distal part of the middle cerebral artery (m1) of the internal carotid artery. Before the procedure, aspects-CT was 7points, aspects-dwi was 7points, tici was 0 points. The vessel diameter proximal to the occlusion was 3.24mm and length was 11mm. There was mild vessel tortuosity at the occluded site. T-pa was not used. A guiding catheter (9fr optimo, tokai medical product) and a microcatheter (rebov 18) were also used for the procedure. The revive se was deployed 3times at the lesion. Once urokinase was administered tici 2a was obtained. Another thrombectomy device (solitaire) was deployed once, but there were no changes with final tici 2a. The procedure was completed with nihss score of 9. On (B)(6) 2017, aspects-CT was 5points and aspects-dwi was 6points and symptomatic intracranial hemorrhage associated with bleeding in the obstructed vascular region was observed. Consciousness disturbance due to hemorrhagic cerebral infarction was also observed. It was reported that the patient had recovered on (B)(6) 2016. On (B)(6) 2016, nihss was 3points and on (B)(6) 2016, mrs was 2points. The revive se product was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Hemorrhage and stroke are known potential complications associated with the revive se. The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. The root cause of the event could not be determined; however, patient and pharmacologic factors may have contributed to the event. The patient had presented with neurological symptoms. There is no current safety signal identified related to the reported events based on reviews of complaint histories for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # ==> pc-000054423. Mfg name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). Concomitant products: 9fr optimo, tokai medical product, micro catheter (rebov 18), additional thrombectomy device (solitaire). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the japan revive se pms study (patient 409-03), the revive se (frs21452299/t10087) was not effective in removing clot and the patient experienced consciousness disturbance due to hemorrhagic cerebral infarction the following day. The patient presented on (B)(6) 2016 with acute stage cerebral infarction accompanying with obstruction of the distal part of the middle cerebral artery (m1) of the internal carotid artery. Before the procedure, aspects-CT was 7points, aspects-dwi was 7points, tici was 0 points. The vessel diameter proximal to the occlusion was 3.24mm and length was 11mm. There was mild vessel tortuosity at the occluded site. T-pa was not used. A guiding catheter (9fr optimo, tokai medical product) and a microcatheter (rebov 18) were also used for the procedure. The revive se was deployed 3times at the lesion. Once urokinase was administered tici 2a was obtained. Another thrombectomy device (solitaire) was deployed once, but there were no changes with final tici 2a. The procedure was completed with nihss score of 9. On (B)(6) 2017, aspects-CT was 5points and aspects-dwi was 6points and symptomatic intracranial hemorrhage associated with bleeding in the obstructed vascular region was observed. Consciousness disturbance due to hemorrhagic cerebral infarction was also observed. It was reported that the patient had recovered on (B)(6)2016. On (B)(6) 2016, nihss was 3points and on (B)(6) 2016, mrs was 2points.